Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter alleged that readings were missing from the pump and meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/16/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box history showed that the time and date had reset to the manufacturers default following a power reboot at 3:59 pm on (B)(6) 2015. The time was then manually set to 4:07 pm (B)(6) 2015. The data in the bolus history and total daily deliveries appear inconsistent due to the time and date changes. A timekeeping accuracy test was performed and the pump was able to maintain time accurately for a 5 day duration; however, when the pump was left without power for 1 hour and rebooted, the time and date settings had reverted to the manufacturers default. A 10 unit normal bolus and a 10 unit audio bolus were performed. Both boluses were recorded accurately in the pump history. The pump case was removed that the internal clock battery was found to be leaking. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint that ¿readings were missing¿ from the pump was not able to be adequately investigated due to the internal clock battery failure. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.